Event description:
Facility alleges blood leak during dialysis. Occurred at beginning of trreatment. Treatment stopped;blood circuit discarded. Estimated blood loss 300cc. Treatment restarted with new dialyzer; no further problems reported.